Event description:
It was reported that the pump failed dso calibration test. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, d4 - primary UDI number, and h4 - device mfg date: correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the pump failed downstream occlusion (dso) calibration test¿ was not confirmed during downstream occlusion (dso)/upstream occlusion (uso) calibration. The probable cause was unknown. Replaced the dso seal and sensor as a preventative measure. Further inspection found the housing was discolored with grey smudges, liquid crystal display (lcd) lens was cracked along the bottom, the battery door had rust, the battery compartment latch was cracking, the dso seal was lifting, and the air detector had contamination. Replaced the rear housing, rear insulator, copper right, perimeter gasket, front piezo, piezo adhesive, piezo guard, power switch, harness, gasket tubing, front housing, frame gasket, top gasket, front piezo, piezo guard, guard adhesive, piezo adhesive, light emitting diode (led) tape, battery door, battery compartment, separators, universal serial bus (usb) insulator, grey gasket, black gasket, contact springs, tap pogo contact, lcd lens, lcd seal, keypad, overlay, side label, and rear label. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.